Event description:
It was reported that revision surgery was performed. The stem disconnected from the femoral component.

Event description:
It was reported that revision surgery was performed due to breakage of the implant.

Manufacturer narrative:
Based on the information received, it appears that the stem was not properly fixed to the femoral component during implantation.